Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic lower anterior resection while stapling on the rectum. The surgeon was able to press the green button but unable to squeeze the handle thus, the stapler did not fire. To fix the issue, a new reload was used by the surgeon to complete the procedure. There was no patient injury.